Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to patient anatomical conditions (tortuosity/calcification). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the rx traveler instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with heavy tortuosity, moderate calcification and 99% stenosis. A 2.75x12 mm traveler rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The balloon was soaked prior to use. The bdc was advanced without resistance toward the target lesion and air aspiration was performed inside the patient anatomy. The bdc was inflated once and the balloon ruptured at 8 atm. The bdc was removed from the patient anatomy without resistance and the procedure was completed using a xience alpine without performing pre-dilation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.